Event description:
Robotic instrument (prograsp forceps) tagged for repair. No patient information found. Last known use was (B)(6) 2025. Upon visual inspection, the forcep has a frayed cable that is exposed.